Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an eri generator change procedure, loss of pacing during electrocautery was observed. The patient was stable. No symptoms were reported. The device will not be returned.